Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the patient experienced a tiny pin hole injury to her aortic artery which allegedly occurred accidentally from an unspecified instrument. The procedure was converted to open surgery in order for the surgical staff to address the vessel injury and bleeding. The patient was admitted to the intensive care unit (ICU) for 1-2 nights. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.